Manufacturer narrative:
(B)(4). Covidien conducted the final testing only. The ventilator passed all testing.

Event description:
It was reported that during patient use, the 840 ventilator graphical user interface (gui) became inoperative. There was no patient harm. The patient was transferred to an alternate ventilator. The customer reported to have replaced the gui printed circuit board (pcb), backlight inverter board and the gui to breath delivery (bd) cable.